Event description:
Customer states he is having button error issues. Customer's blood glucose was 136 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.